Event description:
A cartridge alarm was reported by the caller, which recurred despite attempts to load a new cartridge using proper technique. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with loading a new cartridge, but a pump replacement was ultimately needed. The pump was out of warranty, and the caller had begun a renewal process, coordinating with heather and providing insurance details. Until the renewal process is completed, the caller planned to administer insulin shots manually.